Event description:
Event description cpi received information that during an attempted implant procedure, this endotak down-sized lead (0125-215210), showed changes in the impedence readings, and after several repositionings the r-waves were less than 4mv. The physician elected to go with another (0125) lead, and after the implant got acceptable readings.